Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated one lead was fractured and had high impedances. The second lead had two low impedances and two high impedances. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the entire drg system explanted and replaced with an scs system to address the issue. Effective stimulation was restored.